Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was occluded the following information was received by the initial reporter with the following verbatim it was reported by customer that they attempted to flush the heplocks while not connected to any other equipment/product the impacted lot #¿s was not able to be flushed without excessive force.

Manufacturer narrative:
Three samples model 2000e, lot 24045666, 24075028 and 24026418 were returned for investigation under (B)(4). The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.